Event description:
On (B)(6) 2013, the patient contacted animas stating on (B)(6) 2013, her blood glucose was almost up to 500mg/dl, was in diabetic ketoacidosis (dka) and was vomiting. The patient reportedly noticed air bubbles in the cartridge during the process of filling the cartridge. Customer support reviewed the patient¿s technique and noted that the patient was using cold insulin was pushing air vertically into the insulin. It was noted at the time to the reported event the cartridge lot was unknown. This complaint is being reported because the patient experienced hyperglycemic event. Use error contributed to the reported event because the patient was using the incorrect fill technique when filling the cartridge with insulin and was not using room temperature insulin.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.